Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm mega suturecut needle driver instrument became caught on the cannula and broke while being removed from the patient. The tip was bent and had to be forcibly straightened to be removed from the cannula. There was no tissue damage or fragments that entered the patient's anatomy. The procedure was completed with no reported injury. Isi followed up with the initial reporter who confirmed that the instrument and cannula were removed together and wrist could not be straightened due to physical damage to the tube which appeared bent/broken. It was also confirmed that no additional ports made or increase to the original port size.